Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up on (B)(6) 2018. It was discovered that the patient had developed staphylococcus infection. The implantable cardioverter defibrillator, right atrial, and right ventricular leads were then explanted and a new device implanted on the right side. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.